Event description:
Needle was being used during a biopsy procedure, when it broke off inside the pt. Patient required surgical procedure to remove. The pt did fine following the procedure.

Manufacturer narrative:
Unfortunately, no sample was rec'd for evaluation; therefore, we were unable to determine the exact cause for the issue reported. However, it has been determined if the insertion angle of the dj device at the time of performing the biopsy procedure, in combination with the use of strokes different than those indicated in the directions for use for removing the device from the biopsy site could result in cannula damage/breakage/bending. No lot number was provided; therefore, we were unable to perform a review of the manufacturing documentation.